Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient underwent an ocular implant and subsequently developed an "allergic" reaction to one of several materials used in the procedure, in addition, the ocular implant was rejected and the device subsequently explanted.